Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/06/2017 with the following findings: pump powers with returned battery cap to a dim discolored display. Battery compartment crack observed from thread area to case seal. Evidence of moisture contamination inside battery compartment and underside of battery cap. Cartridge compartment cracked and damaged along top of compartment. Due to damage cartridge cap is unable to be fully secured. Cover crack observed between corner of display lens and case seal. Base crack also observed between case seal and keypad. Leak test shows leaks at battery compartment crack, cover crack and cartridge compartment crack. Removed pump case. No evidence of additional moisture inside pump.